Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicates that the scs patient underwent an explant procedure due to charging difficulties. In accordance with facility policy, the explanted device was disposed of and will not be returned. No further adverse patient effects have been reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.